Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported by patient's mother that after surgery, the patient developed a cough. The patient was prescribed pain medication. The patient also continued to experience seizures despite increase in settings. No other relevant information has been received to date.